Event description:
The customer stated that insulin was leaking from the middle of the o-ring cap on the reservoir. The customer stated that she did not see any visible damage to the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow one the analysis has been completed.